Event description:
It has been reported to philips that the flexvision pc was not working. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision did not work. As a part of the troubleshooting process, fse checked the system and found that the flex vision was not displaying anything. Fse ordered a new fv pc but pc came in damaged. The fse replaced hard disk spare part and reloaded the flexvision software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.